Event description:
On (B)(6) 2021 multiple kits failed qc. Technical support was contacted and new kits were replaced and multiple patient specimens were canceled. On(B)(6) 2021 I called technical support with concern of qc failing and when qc was repeated it was barely within range. This appeared to mimic (B)(6) issues. (B)(6) told me that as long as qc passed, further corrective action is not needed. She did not want any kit lot numbers. I told her this concerned me and she told me a supervisor would call me back, but never did. I never received a call/letter regarding the FDA recall until today. I tried to call the phone number but the mailbox was full and I could not leave a message. FDA safety report ID# (B)(4).